Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate plus profile 250cc breast implant and experienced capsular contracture baker grade IV on the right breast implant after implantation. The capsular contracture baker grade IV was diagnosed during physical examination by a healthcare professional on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 02/28/2018, mentor has received information that the device history record (DHR) of lot number 6735364 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 07/01/2013 and sterilization expiration date is 07/31/2017. Manufacturer¿s reference number: (B)(4).